Event description:
At 49,500 joules of use and 07:55 minutes.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to begin "end-firing." The procedure was completed using a second surgical fiber. Patient outcome: "no injury".

Manufacturer narrative:
Device available for evaluation and date device returned to manufacturer populated. Device evaluated by manufacturer populated. Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).